Event description:
A malfunction was reported with the t:slim x2 pump battery, which would not charge despite attempts with different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.